Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the ring of reservoir is damaged and the reservoir is unable to lock in place when inserted into pump. The customer¿s blood glucose level was 331 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device passed rewind, prime test, basic occlusion test and force sensor test.